Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 21086016 / 21160214, model/ catalog description: linear st lead kit 50 cm. Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5001599, model/ catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received tha the patient was experiencing overstimulation and inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.